Event description:
It was reported that this shaver handpiece would not shut off during surgical use. The surgery was completed as intended with another handpiece and there was no report of injury or surgical delay with this event.

Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the MFR. Investigation findings: this shaver handpiece was received for investigation and the reported problem was confirmed. Further investigation found this handpiece has the potential to operate on its own related to resistor failure. It was also noted that the last date of repair for this handpiece was june 2005. There are no reported injuries associated with this failure mode. This failure mode will continue to be monitored.